Manufacturer narrative:
The handpiece listed was updated from core micro drill 5400015000 ((B)(4)) to micro drill 5100015000 ((B)(4)) as the incorrect catalogue number was initially entered in error. Upon disassembly, the device was found to have widespread corrosion and debris. The device was discarded by the manufacturer.

Event description:
It was reported that during a tooth extraction the micro drill medium straight attachment overheated. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a tooth extraction the micro drill medium straight attachment overheated. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.